Event description:
Medtronic received information from a literature case series regarding vascular complications following trans-subclavian transcatheter aortic valve replacement (tavr). The first patient was an 86-year-old female who underwent tavr using a 26 mm medtronic corevalve system via an 18 fr sheath, which was surgically inserted into the left subclavian artery. During sheath withdrawal, traction upon the vessel was noted. Due to concern regarding vessel injury, a 6 fr catheter was positioned via transfemoral access at the origin of the left subclavian artery. Continued tension on the sheath resulted in avulsion of the artery. An 8 mm balloon was immediately advanced into the vessel stump and inflated, which achieved hemostasis. The patient remained hemodynamically stable with no blood loss and was transferred to the operating room and vascular repair was performed. The second patient was an 85-year-old female who underwent tavr using a 26 mm medtronic evolut r system after insertion of a 14 fr sheath into the left subclavian artery. After surgical closure of the vascular access site, ischemia of the left arm was noted. Repeat angiography revealed occlusion of the left subclavian artery at the access site. A non-medtronic stent graft was implanted in the vessel. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: sanallah q, et al. Percutaneous management of vascular complications following trans-subclavian transcatheter aortic valve replacement. Journal of invasive cardiology. 2020 dec;32(12):e379. Doi: not available. Full-text article attached to this report. Earliest date of publish used for date of event: december 1, 2022 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.